Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced late onset (toxic anterior segment syndrome) tass, anterior chamber reaction with fibrin, corneal swelling, descemet folds and the fibrin on the capsule edge. The patient is currently under treatment and improving. Additional information was received stating that, as per the surgeon's opinion, the suspected late onset of the toxic anterior segment syndrome (tass) could be related to lens material. The patient also had unspecified complaints of this eye in the days before the event. The patient has been treated with steroid ointment and antibiotics. The physician also stated that, in the left eye the vision went down from 20/25 to 20/40 at the moment and is improving. The patient also had significant edema vision was down to 20/200 in the left eye. The edema developed after 2 or more weeks, 1 week after surgery there was no clinical edema present. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction: on initial MDR the product evaluation code of 4114 was an error. It should have been 4117 on the original MDR. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified cartridge and handpiece were used with the indicated qualified viscoelastic,. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided that the patient improved with treatment. The manufacturer internal reference number is: (B)(4).